Manufacturer narrative:
The insulin pump passed the displacement test. However, the unit alarmed with a motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and passed. The pump was unable to be verified for the compromised force sensor system alarm due to the prior motor error. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, and a missing end cap sticker.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap was protruded. The customer also attempted to prime the tubing with an insulin pen and the pump alarmed with a compromised force sensor system. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.